Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Race: hispanic. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when surgeon partially inserted the dcb00 model intraocular lens(iol), the patient moved and damaged the lens. This event was observed while inserting lens into patient's right eye. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were required. The procedure was completed successfully using backup lens of same model. Suspect product is not being returned. No further information available.